Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.

Event description:
A 3.0x20mm dura star balloon catheter was placed in the right coronary artery. The balloon was inflated and then could not be deflated. The balloon remained inflated in the pt's body for 13 mins. The balloon was inflated to 40atm to try to rupture it, but it would not rupture. Then another wire was taken down to try and puncture the balloon, however, it could not be punctured. The procedure was completed by pulling everything back. There was no pt injury reported.